Event description:
A (B)(4) representative reported on behalf of a customer, that on (B)(6) 2014 customer applied a freestyle libre sensor to their left upper arm and on the morning of (B)(6) 2014, they experienced an allergic reaction. Customer additionally reported a rash appeared on their wrist followed by a large rash on their abdomen. On (B)(6) 2014, at 4:00 a.m., customer removed the sensor, contacted an hcp by phone, and was advised to take antihistamine. At 8:30am on the same day, the customer visited a doctor, was diagnosed with "giant urticaria (type 1 hypersensitivity)", and was prescribed an unspecified antihistamine to take 4 times daily. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: although the freestyle libre, which is subject to this MDR, has not been marketed/released for use in the us, the adhesive used with the freestyle libre sensor is considered to be similar in composition to the adhesive used for the freestyle navigator brand sensor unit. The freestyle libre sensor related to this report is being submitted for purposes related to same and similar reporting.